Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy end to end anastomosis procedure. The nurse checked the jaws opening and closing with no problem. The operating surgeon clamped the tissue and squeezed the handle. After that, they pushed the green button and the device went to the firing mode, but the nurse could not fire the device. The nurse could not squeeze the handle and the knife did not advance, either. They then used another device to resolve the issue in order to complete the case. The surgical time was extended by less than 30 min. There was no patient injury.